Event description:
It was reported that the model 9900 c-arm would not boot prior to a procedure. No adverse pt inovlvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power control circuit board was replaced. The system was tested and found to be working as intended and placed back into service.